Event description:
Customer reported, a spike on the blood set pulled out of the top of the drip chamber during priming with normal saline, prior to hanging blood. The second spike on the top of the drip chamber remained intact. No pt or staff harm reported. No additional event details available.

Manufacturer narrative:
(B) (4). (B) (4). The administration set was received. A follow up report will be filed upon completion of the investigation.